Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined. Patient information as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reproted tht during use, the neck flange of the tracheosomy tube broke. No patient harm was reported.there was no report of any intervention (reintubation) performed. Additional information has been requested.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. A visual inspection was performed and it was observed one of the eyelets of the flange was broken. The failure mode is not related to our manufacturing process since there are enough and effective manufacturing controls to detect the reported failure mode. A damaged of the magnitude as the received sample shall be detected immediately in the manufacturing process since this defect is extremely obvious.